Event description:
User facility requested repair of an ambulatory infusion pump due to "failed accuracy rate test". No patient involvement was reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log did not show the error. Service will trim the expulsor as a preventative measure in order to bring the delivery accuracy into a more nominal range. Use testing was performed. The problem source is unknown.